Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device channel tube (ch-tube) clogged with foreign material. Residual liquid/foreign material observed to be coming out of the channel tube (this condition is caused by insufficient cleaning (handling issue). In addition, due to clogging of ch-tube, forceps cannot be inserted. Channel cleaning brush passage test failed. The reported issue of "brush clogging" could be confirmed. Furthermore, the following defects/findings were identified during device inspection: the angle wires found stretched . Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Adhesive on a-rubber (insertion section) has a chip and has crack. Adhesive on a-rubber has white-clouded area. Adhesives around objective lens has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area. Connecting tube has a cut. Paint on s-cylinder peeled. Protector of universal cord on control section side has a scratch. Protector of universal cord on s-connector side has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of "brush clogging ". No harm was reported. No user patient harm, no user injury reported. Device evaluation found forceps channel clogged with foreign material. Residual liquid/foreign material observed to be coming put of the channel tube (ch-tube) . This report is being submitted for forceps channel clogged with foreign material. Residual liquid/foreign material observed to be coming put of the channel tube (this condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the suction channel, had entered the channel and resulted in the clog. The cause of the material entering the channel could not be specified. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was known and the customer does not believe the scope was used for a procedure with foreign material attached, no further information regarding reprocessing was provided. Olympus will continue to monitor field performance for this device.